Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7091327 UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the bottom corner of the implantable pulse generator (ipg) site. The had noted signs and symptoms of pain, discomfort, swelling, redness and fluid discharges. The patient stated that the pain was constant whether the stimulation is on or off. The physician believed that the infection was not procedure related however, the ipg could have eroded and the patient had been touching the ipg site. The patient was placed on antibiotics. Additional information was received that the infection was due to environmental factors being around farm animals and not device related. The patient underwent a procedure wherein the ipg and paddle leads were explanted. The explanted devices will not be returned.

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient had an infection at the bottom corner of the implantable pulse generator (ipg) site. The had noted signs and symptoms of pain, discomfort, swelling, redness and fluid discharges. The patient stated that the pain was constant whether the stimulation is on or off. The physician believed that the infection was not procedure related however, the ipg could have eroded and the patient had been touching the ipg site. The patient was placed on antibiotics. Additional information was received that the infection was due to environmental factors being around farm animals and not device related. The patient underwent a procedure wherein the ipg and paddle leads were explanted. The explanted devices will not be returned.

Event description:
It was reported that the patient had an infection at the bottom corner of the implantable pulse generator (ipg) site. The had noted signs and symptoms of pain, discomfort, swelling, redness and fluid discharges. The patient stated that the pain was constant whether the stimulation is on or off. The physician believed that the infection was not procedure related however, the ipg could have eroded and the patient had been touching the ipg site. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.